Event description:
It was reported that the atrial lead exhibited loss of sensing. A chest x-ray revealed that the lead dislodged. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information reported stated that the lead was explanted and replaced on (B)(6) 2014. The patient tolerated the procedure well.